Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported that "when standing up she feels her device go off" and then her pulse becomes irregular. The patient also reported that she cannot sleep when the device is "doing this". The device remains in use. No patient complications have been reported as a result of this event.